Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. Reportedly, the events were resolved by the customer removing and reinserting the fill syringe into the septum at different angles. Insulin delivery was resumed. There was no impact to blood glucose.